Manufacturer narrative:
Date of event is estimated. Section a4: pt weight has not yet been obtained.

Event description:
It was reported that one lead migrated and was verified via x-ray. Due to decreased efficacy, surgical intervention may occur in the future to explant the device.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.